Manufacturer narrative:
H3: upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, fracture, infection, or loosening of total joint hardware. The most likely cause of the reported event was patient conditions.

Manufacturer narrative:
Concomitant medical products: 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm. 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 200-02-32 - three peg patella 32mm.

Event description:
Study: exactech knee replacement study; subject: (B)(6). It was reported via clinical study that the 70 yo female patient was admitted to the hospital (B)(6) 2021 due to a low periprosthetic fracture to right total knee replacement. The patient underwent revision surgery on (B)(6) 2021. The patient¿s outcome was last known as resolved (B)(6) 2021. There was no case report form information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may be the result of a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition or unreported traumatic event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.